Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Another live call notification was completed to report that the same rv lead had now triggered an alert for out-of-range high/undefined pacing impedance. A new low power, pace/sense lead was implanted while the high voltage defibrillation coils of the original lead remain in use. No patient complications have been reported as a result of this event.